Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that power module will not charge battery and making a hissing sound with a rattle inside. There was no reported patient involvement/adverse patient impact.